Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, legal counsel reports that the patient was revised on (B)(6) 2013 due to patient allegations of pain, elevated metal ion levels, and tissue and bone destruction. Legal counsel reports patient underwent a further revision procedure on (B)(6) 2015 due to unknown reasons. Review of invoice history confirms the initial surgery date of (B)(6) 2008 and the (B)(6) 2015 revision date. No information for the (B)(6) 2013 revision procedure could be found, it is unknown which products were revised during the (B)(6) 2015 procedure; however, a review of invoice history indicates that a biomet modular head and biomet active articulation bearing were implanted. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, legal counsel reports that the patient was revised on (B)(6) 2013 due to patient allegations of pain, elevated metal ion levels, and tissue and bone destruction. Legal counsel reports patient underwent a further revision procedure on (B)(6) 2015 due to unknown reasons. Review of invoice history confirms the initial surgery date of (B)(6) 2008 and the (B)(6) 2015 revision date. No information for the (B)(6) 2013 revision procedure could be found, it is unknown which products were revised during the (B)(6) 2015 procedure; however, a review of invoice history indicates that a biomet modular head and biomet active articulation bearing were implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip revision on (B)(6) 2015 due to pain and an antalgic gait. Operative report further noted synovial fluid with metallosis during the revision procedure. The modular head and taper adapter were removed and replaced and a liner was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions" and number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 1 also states, "implantation of foreign material in tissues may result in histological reactions involving various sizes of macrophages and fibroblasts. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015- 02180 / 02181).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.